Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device. The actual device was not returned for evaluation.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reportedly developed a rash on his back for which his doctor prescribed a salve. Follow up indicated that the conditioned worsened and area appeared to be more like a burn. The patient elected to put hydrocortisone cream on the area. Further follow up indicated that the patient ended use due to the skin condition.